Event description:
Per the clinic, the patient experienced a skin flap breakdown resulting in the decision to explant the device. The device was explanted on (B)(6) 2022 and reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
This report is submitted on december 05, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 7, 2024.